Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in poland. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient reported that a change to a new infusion set led to the event. The patient received treatment with insulin via pump, and the event resolved. No further information is available.